Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed flow transducer test. There was no patient harm. The reported issue has been confirmed during evaluation of received problem description. Our fse was on-site to investigate the issue further. After replacing the o2 gas module the device passed all tests according to the requirements and was cleared for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).